Event description:
It was reported that a lead safety switch (lss) on the right ventricular (rv) lead occurred due to high out of range pacing impedances >2000 ohms. Technical services (ts) assessed the data, citing a gradual rising rv impedance that switched from bipolar to unipolar configuration once exceeding 2000 ohms. The impedance has remained stable since switching to unipolar configuration. The patient did a follow-up at the clinic where they ran diagnostic testing in both configurations, with bipolar measurements being >3000 ohms with a threshold of 2.8v @ 0.5ms, while the unipolar measurements were within normal range. The patient was programmed to remain in unipolar configuration as a result. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.